Manufacturer narrative:
(B)(4) there was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction under the sensor adhesive at the edge of the sensor pod. Patient's mother described the skin reaction as blister, approximately inch in length, 1/2 inch wide, with yellow pus. Sensor was inserted at buttocks on (B)(6)2015. Patient's mother informed physician of the reaction at a regularly scheduled doctor's appointment on (B)(6) 2015. Physician advised parent to treat the affected area with skin tac and mastisol. Patient's mother stated that skin reactions seem worse when the patient uses skin tac and mastisol. Patient applies over the counter olive oil and neosporin to the insertion site prior to sensor insertion. At the time of contact, patient's mother reported that the sensor site was still itchy. No additional event or patient information is available.